Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed stated: service needed alert. Constant alert when powered on. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 actuation failure. The device was alarming at startup and the air compressor could not be heard attempting to charge the pneumatics. The device was reverted and pneumatics hardware testing performed. The pump failed basic recharge because the air compressor would not engage. Valve hardware testing performed and actuations could be heard.